Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of an unspecified pen needle turned without stopping when the healthcare worker tried attaching it. The report states ¿we recovered the pen with the needle mounted and another needle of the same batch¿ and there was no report of injury.

Manufacturer narrative:
One open spn sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination and functional testing was carried out on the returned sample and no issues were observed. It is not possible to review the device history record since the lot number is unknown. Visual examination and functional testing was carried out on the returned sample and no issues were observed. No issues were observed with the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.